Event description:
As reported: physician decided to close with 18 fr. Manta device. After tavr, physician placed 18 fr. Sheath without difficulty and met a lot of resistance with the bypass tube. Requested that a new device and sheath to be used. Physician advised that in the past that when he got another new device that it would go in. He placed the new manta and the bypass tube went directly in to the sheath. The manta was successfully deployed with immediate hemostasis.

Manufacturer narrative:
A follow-up report will be issued after the investigation is complete.

Manufacturer narrative:
Two 18f manta closures, and one 18f sheath were returned for investigation. The components were decontaminated then visually inspected. During inspection the engineer noted blood particulates present on components. One 18f manta closure exhibited an engaged lever and was locked into the 18f manta sheath. The other 18f manta closure did not exhibit an engaged lever and the carrier tube was damaged; however, the components (i.e., collagen, lock, and anchor) were noted within the carrier tube. The unit cannot be functionally tested. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, a 18f manta was planned for closure. No issues were encountered advancing or withdrawing the procedural sheaths. While attempting to insert the bypass tube through the hemostatic valve of the manta sheath, the bypass tube met with a lot of resistance and could not be locked into the manta sheath valve. The first manta sheath remained in position and the first 18f manta closure was removed. A new 18f manta closure was placed; successfully achieving hemostasis. The IFU states in step 3: insert device: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. Procedure requirements state the manta closure must be deployed using the manta sheath provided in the manta package. Do not substitute any other sheath.